Event description:
It was reported that, during a thermal ablation procedure, the proper temperature could not be achieved. A second catheter was opened and after 4 to 5 minutes the machine shut off. A third catheter successfully completed the procedure. There were no adverse patient consequences reported. The procedure was extended by 40 minutes and the patient was under general anesthesia.